Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: postoperative screw breakage. It was reported that patient accepted lumbar decompression and internal fixation on (B)(6) 2018. No anomaly was observed during procedure. 8 months later, patient was uncomfortable and returned hospital. It was found screw broke. The broken piece was removed and revision surgery was operated on (B)(6) 2019. Then patient condition was good. No further information could be provided.